Event description:
The event is reported as: complaint alleges: that during oxygen delivery, the product became disconnected, wires were exposed, the tube became overheated and burnt the patient. Additional information revealed the patient to have first degree burns across left breast, left chest, and left abdomen. No further information available regarding patient's current condition.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. Assembly process and manufacturing procedure were reviewed and no findings that can potentially relate to the reported issue were found. A DHR review could not be conducted since the lot # was not provided. The customer complaint was not confirmed due to lack of product sample. However, based on similar complaints a CAPA ((B)(4)) was opened in order to assure a more robust retention. Complaints of this type will continue to be monitored to evaluate if any trend exists.